Event description:
It was reported that during the procedure, it was not possible to fix the pacing lead. Follow up returned no further information. The lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead returned with the helix bent. If information is provided in the future, a supplemental report will be issued.